Event description:
It was reported that a device detachment occurred. The stenosed target lesion was located in the proximal left circumflex artery. A 1.50mm rotapro was selected for use. During the procedure, after scraping 3-5 times, it was noticed that only the burr tip was torn. The lesion itself was completed without crossing, and the physician said there was no sign of it being stuck. The device was retrieved without any problem using a non-boston scientific guide extension catheter and procedure was completed using another of the same device. There were no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the burr catheter from a rotapro device. The burr housing and handshake connection were not returned. The device was received with a rotawire. Approximately 133.5cm of the burr catheter was returned. A visual examination of the device found that the coil was stretched and detached at the distal end, the burr was detached and received on the rotawire, and the sheath and coil were separated at the proximal end. No other issues were identified during the product analysis.

Event description:
It was reported that a device detachment occurred. The stenosed target lesion was located in the proximal left circumflex artery. A 1.50mm rotapro was selected for use. During the procedure, after scraping 3-5 times, it was noticed that only the burr tip was torn. The lesion itself was completed without crossing, and the physician said there was no sign of it being stuck. The device was retrieved without any problem using a non-boston scientific guide extension catheter and procedure was completed using another of the same device. There were no patient complications reported post procedure. It was further reported that the target lesion was 90% stenosed in the severely calcified and mildly tortuous proximal left circumflex artery.

Manufacturer narrative:
B5 describe event or problem: updated. D4 model number: corrected.

Event description:
It was reported that a device detachment occurred. The stenosed target lesion was located in the proximal left circumflex artery. A 1.50mm rotapro was selected for use. During the procedure, after scraping 3-5 times, it was noticed that only the burr tip was torn. The lesion itself was completed without crossing, and the physician said there was no sign of it being stuck. The device was retrieved without any problem using a non-boston scientific guide extension catheter and procedure was completed using another of the same device. There were no patient complications reported post procedure. It was further reported that the target lesion was 90% stenosed in the severely calcified and mildly tortuous proximal left circumflex artery.